Event description:
Reportedly, three devices of same model used successively during the same event did not deliver defibrillator energy to the pt. This allegation was based upon a lack of expected pt muscular reaction in response to defibrillator discharge.